Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the pump motor would shut off and go through the power up sequence intermittently. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.